Event description:
It was reported that this patient was noted to have a retained foreign body. They suspected to be a urinary foley catheter balloon fragment after chemotherapy bladder instillation which was resulting in further follow-up with urology for removal. The device was retained and evaluated by the department leader. The findings present concerns for a likely indwelling urinary catheter product malfunction. The supply chain services manager was working with the leader on initial immediate steps. Lot#ngjx4559 and lot#ngjy3539.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this patient was noted to have a retained foreign body. They suspected to be a urinary foley catheter balloon fragment after chemotherapy bladder instillation which was resulting in further follow-up with urology for removal. The device was retained and evaluated by the department leader. The findings present concerns for a likely indwelling urinary catheter product malfunction. The supply chain services manager was working with the leader on initial immediate steps. Lot#ngjx4559 and lot#ngjy3539.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.